Manufacturer narrative:
This device has not been returned, therefore, technical analysis cannot be conducted. Without a returned device, it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this patient complained of pain since the initial implant. A computed tomography (CT) scan showed that the electrode had entered the thoracic cavity and had perforated the lung. The electrode was listed for an extraction and replacement. Additional information noted that the electrode was cut proximal to the suture sleeve, explanted and replaced. No additional adverse patient effects were reported.